Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted a beeping tone. Technical services (ts) consultant discussed the possible reasons including out of range (oor) impedances. As of this time, this device remains in service. No adverse patient effects were reported.